Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported that when an image was selected, a different image was displayed. The field engineer noted that the system was mixing images. There is no report of injury or death associates with the event described in this complaint.